Event description:
During service by baxter, the colleague infusion pump was found to contain a 810:03 failure code during preliminary accuracy testing during product evaluation, which interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information was available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the 12 foot extension set (h10f18064, h10f16084, h10e21029) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date in 2010, the patient developed pain in the stomach. On (B)(6) 2010, the patient was diagnosed and hospitalized for peritonitis. A peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided for the peritonitis. On (B)(6) 2010, the patient was discharged from the hospital. At the time of reporting, pd therapy was ongoing and the patient was recovering from the peritonitis. Medical history was significant for end stage renal disease (esrd) and hypertension. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.